Event description:
Information received notes that the patient came in for a routine follow-up without complaint. The device interro- gated normally, but a power outage occurred at the hospital. The device then went into back-up mode and the patient immediately became dizzy. The device was reprogrammed to dddr mode and reinterrogated. When measurement tests were performed, the device reverted to back-up mode and the patient again became symptomatic. The device was replaced.